Manufacturer narrative:
Date of event: 2016 the explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain from thoracic radiculopathy, rib and chest pain. It was noted that it was unknown what caused the pain, it was mentioned that it could be device related or maybe the lead was bothering the patient directly. The patient underwent a lead replacement procedure. The patient was doing well post operatively.